Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported about ten days post implant, the patient had complained of chest pain that radiated from the apex of the heart and said they felt pain like slight electric shocks. The right ventricular (rv) lead's thresholds were high and unstable. The lead also had low pacing impedances. It was noted that interrogation showed no therapies were given. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).